Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll sp125 package was damaged / defective. The following information was provided by the initial reporter: material #309646. Lot #5058248. Verbatim: we received seven each of 309646 syr ll 5cc (lot#5058248) with the packaging not completely sealed. Please forward this issue to the bd product complaints department for review. Additional information provided: approximate date of event: 07/05/2025.

Manufacturer narrative:
(B)(4) - supplemental MDR - package damaged / defective / other seven samples and one photo of the 5ml luer-lok syringe (part number 309646) from batch 5058248 were evaluated. All seven samples had packaging defects where the top web was misaligned with the bottom web by approximately 1.5 inches, resulting in an open seal that compromises sterility. The photo showed eight syringe packages, with one package having no defects and seven showing the described misalignment. This condition is non-conforming per product specifications. The likely root cause is related to the packaging process, possibly due to top web drift during sealing. As a corrective action, a quality alert will be issued to the manufacturing plant. Furthermore, a device history record review was completed for provided lot number 5058248. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.